Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in (B)(6) 2005, peptic ulcer disease, endometriosis, allergic rhinitis, vulvovaginitis, premenstrual dysphoric disorder, suicidal ideation and tonsillectomy. Concurrent conditions included gerd since 2001. Concomitant products included drospirenone;ethinylestradiol (yasmin)(B)(6) 2005 to (B)(6) 2005 and esomeprazole since 2001. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depressed mood ("feeling depressed"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2006. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the depression and depressed mood was resolving and the anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depressed mood, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1 coil was visible on the right and 5 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2005: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 34-year-old female patient who had essure (ess205) (batch no: 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome on (B)(6) 2005, peptic ulcer disease, endometriosis, allergic rhinitis, vulvovaginitis, premenstrual dysphoric disorder, suicidal ideation and tonsillectomy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included gerd since 2001. Concomitant products included drospirenone; ethinylestradiol (yasmin) on (B)(6) 2005 and esomeprazole since 2001. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depressed mood ("feeling depressed") and post procedural complication ("post removal complication"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved, the depression and depressed mood was resolving and the anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depressed mood, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil was visible on the right and 5 coils remained on the left. She received treatment for pelvic pain, dyspareunia, menorrhagia and psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine: on (B)(6) 2005: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new event post removal complication added. Essure device was updated from essure 305 to essure 205. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in (B)(6) 2005, peptic ulcer disease, endometriosis, allergic rhinitis, vulvovaginitis nos, premenstrual dysphoric disorder, suicidal ideation and tonsillectomy. Concurrent conditions included gerd since 2001. Concomitant products included drospirenone; ethinylestradiol (yasmin); (B)(6) 2005 and esomeprazole since 2001. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depressed mood ("feeling depressed"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2006. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the depression and depressed mood was resolving and the anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depressed mood, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1 coil was visible on the right and 5 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2005: negative. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received : lot number was added. Events "abnormal bleeding(vaginal,menorrhagia),psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), feeling depressed" were added. Medical history, reporter information, patient aka name and lab data were added. Outcome of events " pelvic pain and abnormal bleeding" were updated as recovered and feeling depressed was updated as recovering. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 34-year-old female patient who had essure (ess205) (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in (B)(6) 2005, peptic ulcer disease, endometriosis, allergic rhinitis, vulvovaginitis, premenstrual dysphoric disorder, suicidal ideation and tonsillectomy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included gerd since 2001. Concomitant products included drospirenone;ethinylestradiol (yasmin) (B)(6) 2005 to (B)(6) 2005 and esomeprazole since 2001. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depressed mood ("feeling depressed") and post procedural complication ("post removal complication"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved, the depression and depressed mood was resolving and the anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depressed mood, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil was visible on the right and 5 coils remained on the left. She received treatment for pelvic pain, dyspareunia, menorrhagia and psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2005: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/ pain pelvic'). In a 34-year-old female patient who had essure (ess205) (batch no. 12269268), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: carpal tunnel syndrome in (B)(6) 2005, peptic ulcer disease, endometriosis, allergic rhinitis, vulvovaginitis, premenstrual dysphoric disorder, suicidal ideation and tonsillectomy. Previously administered products included, for an unreported indication: yasmin. Concurrent conditions included: gerd since 2001. Concomitant products included: drospirenone; ethinylestradiol (yasmin) (B)(6) 2005 and esomeprazole since 2001. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"). And dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depressed mood ("feeling depressed") and post procedural complication ("post removal complication"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The depression and depressed mood was resolving. And the anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depressed mood, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1 coil was visible on the right, and 5 coils remained on the left. She received treatment for pelvic pain, dyspareunia, menorrhagia and psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005, essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine: on (B)(6) 2005, negative. Quality safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on (B)(6) 2020m pif received: new event: post removal complication added, essure device was updated from essure 305 to essure 205. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.